Event description:
It was reported by the patient, that they had a pod where the needle did not retract from the cannula after activation. Blood glucose levels reached 365 mg/dl.

Manufacturer narrative:
The pod was received partially deployed with the formed needle visible in the exposed soft cannula. The formed needle did not retract after removal of the top housing. Inspection of the needle mechanism found the hard cannula to be unseated from the slide retract. Damages were observed, on the slide retract indicating that the hard cannula had been incorrectly installed into the slide retract. This incorrect installation resulted, in the hard cannula becoming unseated during needle mechanism deployment. Which resulted in the formed needle failing to retract after deployment. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.